Event description:
It was reported that a malfunction occurred with the customer's device, showing malfunction code 15. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, which successfully resolved the issue, and the customer was able to continue using the pump without any recurrence of the malfunction. The customer understood the instructions to contact support if the issue recurred.